Event description:
Complainant alleged that the device would not power up. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed and attributed to a burnt connector on the battery interconnect board. Analysis of failures of this type has not identified an increase in trend.